Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported the she had sensor end. Customer's last blood glucose was 182 mg/dl. Customer's her blood glucose was 46 mg/dl when she got the training. Customer stated that she took too much insulin and did not eat. Assistance provided. No further information provided.